Event description:
It was reported when patient presented in clinic with an audible alert, device was found to be in back up vvi mode. Patient had a change in pacing and change in losing atrioventricular synchrony was observed however the patient was otherwise asymptomatic. A device reset took place on (B)(6) 2017 and this was a cause of the patient¿s symptom. Patient was asymptomatic during the in clinic follow up visit. The battery voltage appeared to be normal. A device hardware reset was completed successfully and a device download was performed successfully. It was discussed to follow up with the patient in one month visit time. Patient was stable and discharged.